Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer indicated via phone call regarding delivery anomaly on the insulin pump. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and reset error test. All operating currents were within specification and the off no power alarm functioned properly. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No delivery anomaly could be tested due to the prime anomaly. The insulin pump had cracked battery tube threads and a broken reservoir tube lip.